Manufacturer narrative:
Block b3: the exact date of event was not reported. Approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block g2: literature source: "a case of pancreatic cyst recurrence after endoscopic ultrasound-guided transgastrointestinal drainage using a lumen apposing metal stent for encapsulated pancreatic necrosis". Block h6: imdrf patient code e2401 captures the reportable event of cyst recurrence. Imdrf impact code f2202 captures the reportable event of additional eus-td required.

Event description:
Boston scientific became aware of an event involving axios stent and electrocautery enhanced delivery system through the article "a case of pancreatic cyst recurrence after endoscopic ultrasound-guided transgastrointestinal drainage using a lumen apposing metal stent for encapsulated pancreatic necrosis." A retrospective study was conducted on a patient with main complaints of vomiting and upper abdominal pain. A 15mm axios stent was used. The stent was placed for 24 days. The axios stent was removed, and it was noted that the cyst had shrunk, and a plastic stent could not be placed. Thirteen months post procedure, an asymptomatic pancreatic cyst was noted, and an additional eus-td was performed. Please see the referenced article for full details.

Manufacturer narrative:
Block b3: the exact date of event was not reported. Approximated based on the date the manufacturer became aware of the event. Block b5 has been updated with the additional information received on august 16, 2024. This is no longer a complaint as there was no allegation against the axios device. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block g2: literature source: "a case of pancreatic cyst recurrence after endoscopic ultrasound-guided transgastrointestinal drainage using a lumen apposing metal stent for encapsulated pancreatic necrosis". Block h6: imdrf patient code e2401 captures the reportable event of cyst recurrence. Imdrf impact code f2202 captures the reportable event of additional eus-td required.

Event description:
Boston scientific became aware of an event involving axios stent and electrocautery enhanced delivery system through the article "a case of pancreatic cyst recurrence after endoscopic ultrasound-guided transgastrointestinal drainage using a lumen apposing metal stent for encapsulated pancreatic necrosis." A retrospective study was conducted on a patient with main complaints of vomiting and upper abdominal pain. A 15mm axios stent was used. The stent was placed for 24 days. The axios stent was removed, and it was noted that the cyst had shrunk, and a plastic stent could not be placed. Thirteen months post procedure, an asymptomatic pancreatic cyst was noted, and an additional eus-td was performed. Please see the referenced article for full details. Additional information received on august 16, 2024. On august 16, 2024, additional information was received confirming that there was no allegation against the axios device.